Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The device had cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratched display window, and peeling keypad overlay.

Event description:
It was reported that the customer experienced issues with the buttons on the insulin pump. The customer stated that he had to use the tip of his fingernail to get the arrow buttons to respond. The customer had not received any alarms or button error alarms but had been having keypad issues for about a year. The customer's blood glucose was unknown. Troubleshooting was done. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.